Manufacturer narrative:
Updated tab f. For use by us/importer section impact code(s) to add code f10: inadequate/inappropriate treatment or diagnostic exposure. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was capped due to chronic noise oversensing. It was stated that this patient was pacemaker dependent. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was capped due to chronic noise oversensing. It was stated that this patient was pacemaker dependent. A new rv lead was successfully placed. No additional adverse patient effects were reported.